Manufacturer narrative:
The device was evaluated by ventec where the reported issues of it providing unexpected breath rate, as well as it alarming due to low inspiratory pressure, was confirmed. Ventec replaced both the internal flow transducer (ift) and exhalation control module (ecm) to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift and ecm.

Event description:
The customer returned their device to ventec for service. During the device's evaluation ventec observed that it alarmed due to low inspiratory pressure, and that its breath rate was not as expected. There were no reports of patient involvement associated with the reported event.